Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use a scuba device to treat a lesion in iliac artery exhibiting severe calcification and tortuosity. No abnormity noticed during inspection prior to use. Pre-dilatation was performed. During the surgery, it was reported that the balloon catheter could be pushed forward and the device dislodged before it reached target position. The inflation device remained on neutral pressure during delivery of the device. No difficulties noted when removing the protective sheath. Inflation device remained on neutral during delivery of the device. Device did not pass through a previously deployed stent or cell of a stent. The dislodged stent was removed from patient. The device did not pass through a previously deployed stent or cell of a stent. Physician removed the device from patient and replaced it with another stent (size: 8*40) to complete the surgery. No patient injury reported and clinical sequelae reported. "Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
Device evaluation: the catheter was received but the stent was not returned so technical analysis could not be performed. A visual and a tactile inspection was carried out on the device: no dry blood nor contrast agent were found in the circuit. The balloon was returned unfolded, after inflation. There was no damage noted on the returned catheter and the balloon was inflated with no issue. No technical analysis was possible for the missing stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.